Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed and revealed a cut that had transected the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent continu-flo solution set snapped in two as loading was attempted&#56224;the event was described as; the set was manually primed with an unspecified drug and after attempting to load the line into a colleague infusion pump, the set snapped. Excessive force was not used and the line had not been connected to the patient's cannula at any point. There was no patient involvement. No additional information is available.